Manufacturer narrative:
Complaint no: (B)(4). The peritonitis event occurred on an unspecified date in (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). The patient was hospitalized for peritonitis. The patient also began using low calcium solutions. A review of all batch record documents was performed for potentially associated lot numbers gd896191 and gd896118 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient was recovered from this peritonitis event. No additional information is available. This is report 2 of 3 involved in this peritonitis event.